Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent skin dissection on (B)(6) 2024 and oral antibiotics was administered. The patient underwent a skin debridement (specific date not reported) one week after, however, the issue did not resolve. Second skin dissection was done on (B)(6) 2024.

Event description:
Per the clinic, the patient underwent an abutment replacement under general anesthesia on (B)(6) 2024.

Event description:
Per the clinic, the patient also experienced a skin breakdown, necrosis and an infection at the abutment site.